Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement and fluctuating pacing and shock impedance measurements but within normal range. The physician attempted to explant the rv lead but was unable to remove. The helix was able to retract but was unable to pull through calcification in superior vena cava. So, the distal portion was dangling free in the right atrium. Thus, the physician coiled the excess proximal portion of the lead around the device and added a suture sleeve. This lead was surgically abandoned and a new lead was successfully implanted thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.